Manufacturer narrative:
Per the manufacturer's subsidiary, the user facility's chief perfusionist ruled out the centrifugal pump as the cause of the hemolysis and they are continuing to use the pump.

Event description:
Per clinical review: it has been stated that approximately an hour into a cardiopulmonary bypass (cpb) procedure on (B)(6) 2019 the team experienced what was considered a blood hemolysis event due to the centrifugal pump and the centrifugal drive motor. Per the pictures provided, it depicts a coagulation occurrence and has been restated as such from the end user - a thrombus. The information available was that the oxygenator and the disposable pump were replaced during the procedure, and the case proceeded as normal after the exchange of the two disposables. There was approximately a twenty minute delay during this period of exchange. The only information regarding the coagulation measurements and heparin management made available was that at sometime during the procedure the activated clotting time (act) was 459 seconds. Per the information available, the centrifugal revolutions per minute (rpm) speed was between 1000 and 1500. The team did not exchange the centrifugal drive motor, only the oxygenator and the disposable pump during the procedure. The team stated that the drive motor and the disposable were both hot to the touch. The procedure was completed successfully. Blood loss occurred, and the amount estimated with the oxygenator and the centrifugal pump is 800 cubic centimeters (cc). The team, after the procedure decided upon configuring the heart lung machine (hlm) to have a roller pump as their arterial pump. No harm was reported, patient was stable in recovery per information available.

Manufacturer narrative:
Updated blocks: device evaluated by MFR. The reported complaint was confirmed via photos. The user facility did not return the device for evaluation as it has been ruled out as contributing to the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the manufacturer's subsidiary, the user facility's setting was around 1000 to 1500 revolutions per minute (rpm). No abnormal sound from the pump was heard during the procedure. Per the perfusionist, the procedure was completed by replacing the oxygenator and the pump head after the hemolysis occurred. A service engineer from the manufacturer's subsidiary checked the unit but was unable to verify any issues.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, there was a hemolysis of blood cells on the disposable centrifugal pump head and centrifugal control unit. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay of approximately 20 minutes. There was no adverse consequences to the patient.